Event description:
It was reported that this right ventricular (rv) lead had multiple alerts for shock impedance that was high out of range. Technical services (ts) analyzed lead impedance trending data and stated that this was a gradual rise. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had multiple alerts for shock impedance that was high out of range. Technical services (ts) analyzed lead impedance trending data and stated that this was a gradual rise. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to the aforementioned high shock impedance that was caused by suspected calcification. The replacement was a non-boston scientific product. No additional adverse patient effects were reported outside of the replacement.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead had multiple alerts for shock impedance that was high out of range. Technical services (ts) analyzed lead impedance trending data and stated that this was a gradual rise. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to the aforementioned high shock impedance that was caused by suspected calcification. The replacement was a non-boston scientific product. No additional adverse patient effects were reported outside of the replacement.